Event description:
It was reported that the customer was hosptalized for high bgs. Troubleshooting conducted during the phone call indicated the device was functioning properly. The customer's family member did not know the last time the pt changed the infusion set. Explain the two high bg rule and instructed to change set.